Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. No additional complaint has been reported for this lot number previously. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the deployment modes were in starting position and that the stent was prematurely deployed. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the information available and the evaluation of the sample returned, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.', 'flush the inner lumen of the device with saline prior to use.', and 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' In regards to accessories, the IFU demands for a 0.035" guidewire and states: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath (...) Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation'. In regards to predilation the IFU states: 'predilitation of the lesion should be performed using standard techniques.'

Event description:
It was reported that during a stent deployment procedure and prior to rotating the thumbwheel, a portion of the stent allegedly prematurely deployed. Reportedly, the device was retracted from the patient and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure and prior to rotating the thumbwheel, a portion of the stent allegedly prematurely deployed. Reportedly, the device was retracted from the patient and another device was used to complete the procedure. There was no reported patient injury.